Event description:
It was reported that the user experienced hyperglycemia after a snack while using the ilet with steel cannula infusion sets; glucose rose to 239 mg/dl and remained above 180 mg/dl for approximately seven hours despite initial monitoring, after which the user performed a full supply change with no visible issues and later administered a subcutaneous insulin injection before reconnecting to the same infusion set. Symptoms included elevated blood glucose without reports of ketosis, loss of consciousness, or other acute complications. Outcomes included the need for back-up insulin by injection and temporary disruption to routine therapy, with subsequent improvement after reconnection. Investigation included user interview, review of use history, and product-use troubleshooting and education. Investigation of this case revealed no device alarms and no observable hardware or infusion set defects after the supply change, and the exact cause of the hyperglycemia could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.